Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 6.4. On (B)(6) 2011: 6.6, 7.5, 5.4. Pt's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, pt decided to stop taking coumadin due to 6.4 inr result without instructions from physician. Pt also started eating more greens. On (B)(6) 2011, pt went to doctor's office and tested on an unk point-of-care meter. The result was too high to give a value and the pt was rescheduled for cataract surgery.

Manufacturer narrative:
Investigation pending.